Event description:
The customer reported that the system was shutting down without command and displaying an error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and the generator was calibrated. The system was then found to be operating as intended.